Event description:
Patient is pregnant and using the one touch ultra test strips. Pae(patient adverse event) reported by hcp, who does consent to follow up. No further information/clarification available. Reporter information: (B)(6).